Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's grandmother reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was unknown. The grandmother stated that the pump was either smashed in a door or dropped at work. The customer stated that there is a tiny chip in the pump and no other physical damage. The customer stated that the pump is not working. The customer stated that there is damage in the middle and top of the screen. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass. Unable to verify the blank display due to lcd physical damage. Also unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to the cracked and bleeding lcd. The pump had minor scratches on the lcd window, a scratched case, cracked battery tube threads and a cracked reservoir tube lip. No broken or missing pieces noted.